Event description:
Infection. Pt does not know if the product used was from the affected lot number(s). Product was not applied in a sterile environment and was used as part of an overall treatment plan.